Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was found to have been placed in the operating theatre at 09:06 on 17 nov and spontaneously removed from the ward at around 14:00. The balloon part was found to be damaged. It was stated that no sharp objects or oily agents such as ointments were used, and the cause was unknown. It was stated that the documents were included in the same bag as the actual item. They confirmed that the balloon was damaged. When they put the damaged parts back together, they could not see any damage. The inlet tube, bag, and syringe made by another company were discarded.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. The product was used for urological care. Evaluation confirmed the balloon was burst. However, the exact cause of how and when the problem occurred could not be determined. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "method for use: do not inflate the balloon in the urethra. (The urethra may be injured). Do not pull the catheter hard. (The bladder/urethra maybe injured). Applicable patients: patients with delirium who might pull out catheter (when patient tugs at catheter unconsciously, the bladder and urethra may be damaged). Contraindications: method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients: do not use on patients who are or have been allergic to natural rubber latex." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual sample was evaluated.

Event description:
It was reported that the patient was found to have been placed in the operating theatre at 09:06 on (B)(6) and spontaneously removed from the ward at around 14:00. The balloon part was found to be damaged. It was stated that no sharp objects or oily agents such as ointments were used, and the cause was unknown. It was stated that the documents were included in the same bag as the actual item. They confirmed that the balloon was damaged. When they put the damaged parts back together, they could not see any damage. The inlet tube, bag, and syringe made by another company were discarded.